Manufacturer narrative:
(B)(4). All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that cracks were observed on the swivel wye of some rt266 infant dual heated evaqua2 breathing circuits when an adapter was plugged in. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuits from the healthcare facility for investigation to determine if they had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported to a fisher and paykel healthcare (fph) field representative that cracks were observed on the swivel wye of some rt266 infant dual heated evaqua2 breathing circuits when an adapter was plugged in. This was noticed before use on a patient. No patient consequence was reported.